Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated 3 open/used reservoirs. Performed pre-fill reservoirs test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was unknown. The customer was having trouble with filling her reservoirs and the customer stated that she kept getting bubbles in her reservoir. The transfer guard was not sit properly on to her vial of insulin. The reservoir will be returned for analysis.